Event description:
It was reported that the patient presented with pocket erosion and infection at implanted device site. The implantable cardioverter defibrillator (ICD), right ventricular (rv) and right atrial (ra) leads were explanted. The ICD system was replaced on (B)(6) 2026. The patient remained in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.